Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four events were reported for this quarter. Three events were duplicated during testing. One event was not duplicated during testing; however, the device was out of specifications. Two devices were found to be affected by internal corrosion. One device was found to be affected by compromised lubrication. One device was found to be affected by debris. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device overheated. Four reported events had no patient involvement; no patient impact.